Manufacturer narrative:
Updated due to part return h3: device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated an alert code indicating that the ventilator entered backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory. Sp ran the extended self test (est) and returned the unit to normal use. Sp replaced the breath delivery (bd) flow sensor for air as a precaution. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The bd flow sensor for air, that was replaced as a precaution, was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated an alert code indicating that the ventilator entered backup ventilation (buv). The patient was transferred to an alternate ventilator without injury..

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated an alert code indicating that the ventilator entered backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory. Sp ran the extended self test (est) and returned the unit to normal use. Sp replaced the flow sensor as a precaution. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.